Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc, act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom buttons were not responding. The customer¿s blood glucose level was unknown. The customer also reported that the time was advancing. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.